Manufacturer narrative:
Additional, corrected and/or changed data: h.6.

Event description:
Healthcare professional reported "severe pain" and "severe capsular contracture, baker grade v". Healthcare professional later reported "recurrent hematoma", "seroma", and "capsular contracture, grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma.

Event description:
Healthcare professional reported "severe pain" and "severe capsular contracture, baker grade v". Healthcare professional later reported "recurrent hematoma", "seroma", and "capsular contracture, grade IV". This record is for the right side. Device was explanted.